Event description:
It was reported that the pt had experienced sharp burning pain at the battery site. The pain also shot up approx halfway up the back along the same side of the ipg. When the ipg was turned off the pain diminished, however was still present. Previously when the pt attempted to turn the stimulation back on, the pain increased. F/u indicated the pain had subsided and the issue was resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.